Manufacturer narrative:
System analysis/service repair on (B)(6) 2017: the reported issue of blank display was confirmed. The display worked only when the monitor was rotated to a certain angle. Display cable was replaced. The system was tested and verified to meet manufacturer's specifications.

Event description:
It was reported that during a surgical procedure, an intermittent issue of blank display was noted. The procedure was completed with a different device. Patient outcome: no injury to the patient was reported.